Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service could not confirm or duplicate the customer¿s reported issue (e315 error code); however, service found the moisture indicator had been triggered and there was evidence of fluid ingress in the plug body (scope connector). Service was not able to determine how the fluid entered the device. Fluid ingress in the plug body can result in intermittent image issues that temporarily affect the video image and other electrical functionality. In addition, service found the up/down and right angulations did not meet product specifications. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, the subject device displayed an e315 error code (scope communication error). The procedure was completed using a similar device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the issue was unable to be reproduced. Possible causes for the reported issue may include: ·water invaded scope connector, connector board was broken and resulted in the suggested event. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·inspection of the endoscopic image. ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.